Manufacturer narrative:
Citation: yoshioka, n., & tominga s. Treatment strategy for expanded polytetrafluoroethylene dura substitute infection. Jpn j neorosurg (tokyo) 28:19-25, 2019. The gore® preclude® pdx dura substitute instructions for use note possible adverse reactions may include, but are not limited to, infection, hematoma, leakage of cerebrospinal fluid, adhesions and fibrous reaction.

Event description:
This information was received through literature article "treatment strategy for expanded polytetrafluoroethylene dura substitute infection" published in the japanese journal of neurosurgery, january 25, 2019. The article presents the following case report of late onset infection: in 2008, a patient underwent decompressive craniotomy for cardiogenic embolization and cranioplasty with autogenous bone was later performed. In 2014, swelling and mild redness were observed on the left temporal region (the surgical site). There was no fever nor pain. Antibiotics were started, however, it did not improve the swelling. As redness and swelling got worse, it was decided to perform surgery. A preoperative blood test showed inflammatory reaction: 0.79 and white blood cell count: 9,210. A preoperative CT confirmed that there was a gore tex artificial dura mater. An MRI showed a continuous area considered as granulation from the subdural area to the scalp. Intraoperative findings revealed an abscess over the artificial dura mater which was located under the bone flap, and an abscess was also observed on the brain surface after removal of the artificial dura mater. Granulation was observed under the abscess and it was curetted. The surgical site was closed without reconstruction of the dura. A bacterial culture test of the discharge/pus collected during the operation was negative. Around 3 months later, cranioplasty as second stage operation was performed with a custom-made hydroxyapatite implant. Around 4 years has passed and there has been no recurrence of infection.